Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode, and it was suspected that the patient received six inappropriate shocks. It was also alleged that this crt-d exhibited pacing inhibition and oversensing. Technical services (ts) was contacted and recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional patient effects were reported, and this crt-d has been returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that the suspected number of shocks was six. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode, and it was suspected that the patient received two inappropriate shocks. It was also alleged that this crt-d exhibited pacing inhibition and oversensing. Technical services (ts) was contacted and recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional patient effects were reported, and this crt-d has not been returned for analysis.

Manufacturer narrative:
Updated impact code to f1001, absence of treatment. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode, and it was suspected that the patient received two inappropriate shocks. It was also alleged that this crt-d exhibited pacing inhibition and oversensing. Technical services (ts) was contacted and recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional patient effects were reported, and this crt-d has been returned for analysis.